Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured after treating the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed located in a severely calcified vessel. The ruptured balloon was completely removed from the patient.

Manufacturer narrative:
Describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured after treating the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.